Manufacturer narrative:
(B)(4). The event is currently under investigation. More information will be provided upon conclusion.

Event description:
Following deployment of a main body graft according to instructions for use, a leg was introduced cl side and was observed to display excessive arterial blood leakage at the level of the haemostatic valve assembly. The main body sheath and leg were leaking excessively despite valve closure and obturator occlusion. All haemostatic valves were observed to leak excessively during the evar case. Duration 90mins. The physician advised to check all connections and close the haemostatic valve rotation. This was unsuccessful in resolving the leakage. Blood appeared to be leaking from the valve aperture. Dilator tips and/or coda balloon was utilized to attempt to maintain haemostasis for completion of the procedure. An exchange to a short sheath was declined. Estimated external blood loss within sponges and drapes or on floor - 350mls. (Rbc - 1 unit). Hb measured on abg indicated pre op baseline drop. No haemodynamic sequelae reported or observed. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.